Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that an asystole alarm did not occur at the central station. The device was in use on a patient. There was no allegation of an adverse event involving either patient or user.